Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump battery compartment was cracked and the threads were damaged. Allegedly, the pump lost power, the battery cap threads were also damaged, and the battery cap was difficult to remove from the pump. The battery cap was replaced, however the yellow o-ring was still visible when the cap was secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated no pump reboots to support power loss. The battery cap did not fully secure to the pump and did not maintain power. A crack was observed along the pump battery compartment threads. The battery cap threads were also observed to be stripped. A test cap was used to exercise the pump for 24 hours with no loss of power.